Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included femur fracture. Concurrent conditions included obesity, hypothyroidism, hypertension, hypertriglyceridemia, dysuria, urinary tract infection, anemia and postoperative abscess. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen, levothyroxine sodium (synthroid), multivitamins, plain, pyridoxine hydrochloride (vitamin b6), vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015 current weight 238 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, weight gain, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included femur fracture. Concurrent conditions included obesity, hypothyroidism, hypertension, hypertriglyceridemia, dysuria, urinary tract infection, anemia and postoperative abscess. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen, levothyroxine sodium (synthroid), multivitamins, plain, pyridoxine hydrochloride (vitamin b6), vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and thyroid disorder ("thyroid problem"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and abdominal pain had resolved and the female sexual dysfunction, depression, anxiety, migraine, fatigue, weight increased and thyroid disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, migraine, pelvic pain, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015, (B)(6) 2014. Current weight 238 lbs. Received treatment for pain: yes. She received treatment for events pain, bleeding. Trailing coils- left-11, right-4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, weight gain, fatigue, pelvic pain, thyroid disorder. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no: b93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included femur fracture. Concurrent conditions included obesity, hypothyroidism, hypertension, hypertriglyceridemia, dysuria, urinary tract infection, anemia and postoperative abscess. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen, levothyroxine sodium (synthroid), multivitamins, plain, pyridoxine hydrochloride (vitamin b6), vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and thyroid disorder ("thyroid problem"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia and abdominal pain had resolved and the female sexual dysfunction, depression, anxiety, migraine, fatigue, weight increased and thyroid disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, migraine, pelvic pain, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: on (B)(6) 2015, on (B)(6) 2014 current weight 238 lbs. Received treatment for pain: yes. She received treatment for events pain, bleeding. Trailing coils- left-11, right-4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: result: total bilateral occlusion. Essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, weight gain, fatigue, pelvic pain, thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received : reporter added, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included femur fracture. Concurrent conditions included obesity, hypothyroidism, hypertension, hypertriglyceridemia, dysuria, urinary tract infection, anemia and postoperative abscess. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen, levothyroxine sodium (synthroid), multivitamins, plain, pyridoxine hydrochloride (vitamin b6), vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, weight gain, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs and medical record received: lot no. Was added. New events - "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain" were added. Outcome of event pelvic pain was updated as recovering/resolving. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, treatment drugs, concomitant drugs were added. Case is now incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included femur fracture. Concurrent conditions included obesity, hypothyroidism, hypertension, hypertriglyceridemia, dysuria, urinary tract infection, anemia and postoperative abscess. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen, levothyroxine sodium (synthroid), multivitamins, plain, pyridoxine hydrochloride (vitamin b6), vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and thyroid disorder ("thyroid problem"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, fatigue, weight increased and thyroid disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates:(B)(6) 2015, (B)(6) 2014 current weight 238 lbs. Received treatment for pain: yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, weight gain, fatigue, pelvic pain, thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received - new event thyroid problem was added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included femur fracture. Concurrent conditions included obesity, hypothyroidism, hypertension, hypertriglyceridemia, dysuria, urinary tract infection, anemia and postoperative abscess. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen, levothyroxine sodium (synthroid), multivitamins, plain, pyridoxine hydrochloride (vitamin b6), vitamin d nos (vitamin d) and ziprasidone. On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6)2015, (B)(6)2015, 26jun2014 current weight 238 lbs. Received treatment for pain: yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion. Essure was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, weight gain, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: new event - abdominal pain added. Outcome of event pelvic/abdominal pain, dyspareunia and menorrhagia updated as recovered/resolved. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. B93873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included femur fracture. Concurrent conditions included obesity, hypothyroidism, hypertension, hypertriglyceridemia, dysuria, urinary tract infection, anemia and postoperative abscess. Concomitant products included acetylsalicylic acid (aspirin), ibuprofen, levothyroxine sodium (synthroid), multivitamins, plain, pyridoxine hydrochloride (vitamin b6), vitamin d nos (vitamin d) and ziprasidone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and thyroid disorder ("thyroid problem"). The patient was treated with nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and abdominal pain had resolved and the female sexual dysfunction, depression, anxiety, migraine, fatigue, weight increased and thyroid disorder outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015, (B)(6) 2015, (B)(6)2014. Current weight 238 lbs. Received treatment for pain: yes. She received treatment for events pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Essure was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dyspareunia, weight gain, fatigue, pelvic pain, thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events abnormal bleeding (vaginal) was updated as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.